Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation results of stent shaft break.

Event description:
It was reported that during preparation, when they remove the suture, the coil of the stent was hurt. The procedure was completed with another of the same device and the condition of the patient after the procedure was good.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of stent shaft break. Block h11: the tria ureteral stent was returned for analysis. The reported event of stent shaft break will be confirmed. During the visual, media, and magnification inspection, it was found the stent shaft detached in a half and the suture hole is torn until the drainage hole. Additionally, the suture did not return indicating that it was removed. These failures could have been caused due to an interaction of the device with the suture string such as entanglement, manipulation or excess of force applied over the device during the setting up. Consequently, affect the performance of the device. These failures could have been caused due to an interaction of the device with the suture string such as entanglement, manipulation or excess of force applied over the device during the setting up. Consequently, affect the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is failure to follow instructions since problems were traced to the user not following the manufacturer's instructions.

Event description:
It was reported that during preparation, when they remove the suture, the coil of the stent was hurt. The procedure was completed with another of the same device and the condition of the patient after the procedure was good.